Event description:
Emergency medical personnel used a bd vacutainer/push button blood collection set and when pressing the button to activate the needle safety the device fell apart exposing the needle.